Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error and external ram crc error noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unexpected restart alarm and external ram crc error. The blood glucose level was unknown. The customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed for unexpected restart alarm and not performed for external ram crc error. The pump error alarm was occurred shortly after inserting a new battery. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. Insulin pump will be returned for analysis.